Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atmosphere increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation located in a saphenous vein graft to the patent ductus arteriosus. The 2.80x19mm graftmaster stent was deployed at 12 atmospheres for 15 seconds. During removal of the balloon, the balloon met resistance with a previously implanted stent (implanted about a year ago) and the graftmaster stent was inadvertently explanted from its placement to treat the perforation and found to be free floating. The same graftmaster balloon was used to push the stent to the distal part of the vessel and a new unspecified nc balloon was used to implant the stent although not in the area of the perforation. Per the physician, the perforation was minimal and it self-sealed. There was no adverse patient sequela reported. No additional information was provided.